Event description:
It was reported by the hospital that the physician was using a 33 x 3.00 cypher and while in the proximal right coronary artery (rca), the target was the mid rca, the stent floated off the balloon catheter. It was not hanging in the ostium of the vessel. He went back to retrieve the stent with a smaller balloon (1.5) and he did not lose wire support. He was able to inflate the stent and properly place it within the vessel.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.